Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an episode of undersensing was observed that led to a false atrial fibrillation (af) episode. No programming changes were recommended due to only one episode of undersensing. The patient was stable.